Manufacturer narrative:
Concomitant products: product ID 7434-e, serial # (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3887-28, lot # j0104263v, implanted: (B)(6) 2001, product type lead. (B)(4).

Event description:
It was reported that the patient always experienced shocking when he went through the airport (the patient lived in spain). The patient stated he did not go through the security scanners and does not let them wand him, but because he was near electronic magnetic sources it always happened. The patient would then turn off his therapy and would be fine. He would usually experience this for a couple of hours. He would notice it very quickly if he was around emi at the airport. The patient used to use stimulation at higher settings but in the past few years had turned it lower. The patient flew the day prior and did not notice shocking as the stimulation was low. The patient also reported shocking sensations when he did any sudden or ¿weird¿ movements. The patient noticed this the night prior when he went to the bathroom and felt a shocking. The patient also noticed it when he put his shoes on the morning of the report. The patient had wanted to turn off his therapy, but did not have his programmer (one was to be mailed to him). The patient was advised that shocking with sudden movements was a concern and he should have his device checked by a physician. The patient was advised that he may have shocking even with the therapy off. There were no falls or trauma. The patient was directed to their physician. The patient had checked to see if the physician had a programmer to borrow, but he did not. It was further reported that the patient met with a company representative at his doctor¿s office to check his device. The patient a lso received a new programmer. It was stated that the patient only had about 2 months left on the battery. The patient was unsure if he would replace it as he had not been using it very much. The patient had learned to watch his activities, avoid lifting and was doing pretty good. It was further reported that the patient told the company representative he had not used his stimulator for several years and wanted it removed. The patient stated he only had problems when he went through airport security. The stimulator showed end of service in 2.2 months. Impedances were in normal limits. The patient wanted to follow up with surgeons in spain to have the system removed. If additional information is received a follow up report will be sent.